Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the top rear label was missing and the nub appeared to be worn. Review of the event history log showed the pump displayed one occurrence of the error code 1821. Functional testing involved simulated use and showed the device displayed last error code 1821 on power up. The pump was opened up and the optical switch was inspected and no discrepancies were found. The optical switch was replaced as a preventive measure. The lens and overlay were replaced. Based on the investigation the reported error 1870 was unable to be duplicated during the investigation and despite evidence of error code 1821 in the event log and on power up, no discrepancies were found in the investigation of the pump. The reported complaint allegation that the pump displayed error code 1870 was not confirmed. The allegation of screen damage was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1870. It was also reported that the pump had screen and serial label damage. No adverse effects were reported.